Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission with non-sustained rv oversensing episodes, intermittent oversensing of possible lead noise was observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable during and post-procedure.